Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot#serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: lead. Product ID: 977a260 lot# serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 04-feb-2023, UDI#: (B)(6); product ID: 977a260, serial/lot #: (B)(4), ubd: 04-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that on an unknown date, the patient started experiencing abdominal pain when using the stimulator. Surgical intervention took place to replace the percutaneous leads with a paddle lead with the hope of resolving the abdominal pain. At the time of the report, it was still unknown if this surgical intervention resolved the issue. The completely explanted leads were discarded by the customer, so they will not be returned for analysis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that within one month of the placement the patient started having abdominal issues. Several technicians tried a number of different settings, a fluoroscopic exam showed the lead may have moved, but they decided it should not be causing a problem. The implant is still healing so is not connected yet.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot#serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: lead. Product ID: 977a260 lot# serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2023, UDI#: (B)(6); product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that on an unknown date, the patient started experiencing abdominal pain when using the stimulator. Surgical intervention took place to replace the percutaneous leads with a paddle lead with the hope of resolving the abdominal pain. At the time of the report, it was still unknown if this surgical intervention resolved the issue. The completely explanted leads were discarded by the customer, so they will not be returned for analysis.

Event description:
Patient reported they first noticed pain on (B)(6) 2019. Patient reported the x-ray showed that one of the leads moved down 1 vertebrae sometime after implant. Pain has resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2021 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2021 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.